Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the plate has broken medially, through the suture and screw holes. Patient did not fall to cause breakage. Plate was implanted on (B)(6) 2022. Second surgery was done on (B)(6) 2022. No further information received.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-2657dls serial/batch number (B)(6) was received for investigation. No functional testing for this device due to the damage. Visual inspection found that the plate broke in two pieces between holes 16 and 17. Additional observation noted damage on some of the threaded holes. The most likely cause of this can be attributed to use error. Per dfu-0192. Precautions: 3. Do not bend the plate near the locking hole. Bending the plate near the locking hole can distort the hole threading, which prohibits the insertion of the crew. 4. Repeated bending of the plate at the same location or by creating excessive acute angles may potentially lead to premature plate fatigue, failure, and or breakage in situ. Use error.